Manufacturer narrative:
While there was no serious injury, penetration of the scan window during scanning could result in a serious injury. The root cause was determined to be unintended user error, i.e. The patient was not kept sufficiently still during scanning. The user manual provides instructions on appropriate patient positioning.

Manufacturer narrative:
Legal manufacturer: (B)(4). Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation has been completed.

Event description:
It was reported that a patient penetrated the scan window during a CT scan; sustaining an abrasion. While there was no serious injury, penetration of the scan window during scanning could result in a serious injury. Serious injury is not likely since the scan window itself is designed to distance the patient from rotating parts while affording diagnostic image quality. Serious injury is not the normally anticipated outcome associated with patient motion issues.